Event description:
Radiologist reports that when trying to create an exam note for an open exam. He clicks on create exam note icon, the exam note that opens has a different patient name, not matching the exam he is reviewing.

Manufacturer narrative:
A ge representative evaluated the issue with the customers. Users will be notified to watch for this issue to prevent data mix. There was no patient injury associated with this event. This system is being monitored and remains in use at the facility.